Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtbb1d1 implantable cardioverter defibrillator (ICD)  (B)(6) 2013 4296 implantable pacing lead (B)(6) 2013 5076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that after the device was implanted, there was an out of range alert for the right ventricular lead impedance. The physician reopened the pocket and reconnected the lead connector pin. The device and lead remain in use. No patient complications have been reported as a result of this event.